Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hemopro handpeice self-activate and would not turn off melting the hemopro jaws. A replacement device was opened to complete the case.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hemopro handpeice self-activate and would not turn off melting the hemopro jaws. A replacement device was opened to complete the case.